Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected three opened/used reservoirs and performed pre-fill reservoirs test. The reservoirs/transfer guards passed per inspection. Found no evidence of leakage anomaly during test. Also the reservoirs and o-rings/stopper groove were checked for groove for anomalies; none were found. Ran basal, bolus, and leaking test as follow: reservoirs filled with diluent and connected to a new infusion set; installed reservoir and connector into an insulin pump. The reservoirs did not leak.

Event description:
It was reported that insulin leaked from the reservoir. The blood glucose reading was 142 mg/dl. The customer stated that the leak occurred on top of the transfer guard. He reported that the reservoir was discarded, not used. He also stated that 3 of his reservoirs had not worked, observing that when he put it on the insulin vial, the reservoir would not lock and kept twisting. Unable to troubleshoot for the issue, since the customer had already changed out the reservoir and the new one worked fine. Nothing further reported.